Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) weight unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when they opened the implant package, it was empty. A new package was opened to complete the procedure at tooth site #13. As a result of this event, there was a delay of about half an hour.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was updated/corrected: 4747. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). DHR review was completed for the subject lot number 1219861. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, the packaging image further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (1219861) for similar events using keyword (incorrect component quantity) and no other complaint was identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvb8) and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.